Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, downstream occlusion was unable to be reproduced. A review of the event history log revealed multiple events of 'downstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.